Manufacturer narrative:
Information reasonably suggested the patient was implant for off-label use.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient kept almost blacking out. The patient stated, "ever since she has had the electricity, I have had them in several times, but this particular time in my brain, for the occipital nerve, it is causing electrical problems." The patient noted she talked to a number of people about it, including doctors, but nobody knew. The patient could not walk. Additional information received from the consumer reported she had called previously on (B)(6) 2016 about blacking out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.